Event description:
It was reported that the device was used during an anterior pelvic exteneration procedure. It was reported by the rep that the (1) tct75 had an incomplete firing. A new stapler was opened to complete the case. There was no consequence to the pt.